Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the femoral artery using prostyle devices related to an unspecified procedure. Reportedly, it was difficult to remove the device from the patient anatomy, causing vessel damage. After removal, it was noted that there was an elevation of part of the device outside the sheath [foot did not close]. This occurred with three prostyle devices in a row. Two additional prostyle devices were used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficult to open or close the foot was not confirmed. The reported difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. The reported patient effect of unspecified tissue injury is a known risk of the procedure. Factors that may contribute to a difficult to open or close the foot include but not limited to tissue or suture caught in the foot which likely led to the reported difficulty removing the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.